Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the infusion set. The customer's blood glucose level was 600 mg/dl. The customer reported that they treated the high blood glucose with manual injection. The customer's blood glucose was 79 at the time of call. The device was no returned.